Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly and the customer received a power source alert. There was no reported adverse impact to the customer's blood glucose level. Attempts were made by tandem technical support to follow up but no further information was able to be obtained.